Event description:
Customer reported that the drive support cap was sticking out. Customer stated that he pushed the drive support cap back in and he could feel the insulin go into his body. Customer's current blood glucose level is 80 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.